Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). Results: a visual inspection was performed. No visible damage could be found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The access on the history data was only possible via the serial link cable, because no connection via can-bus could be established. No abnormalities were found in the device history. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,81%. The impedance measurement to check the can components was with 64,6 kohm inside the tolerance. The resistance measurement will be performed at the p2- and p3 connector. The device was disassembled and the inside was investigated. No visible damage were found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. It is recommended to change the p2 connector and perform the measurement again.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "customer paperwork states the following: reported faulty by ward. Fault as reported on note "please check ?faulty" volume to be infused at correct rate was not infused by the time it alarmed, indicating volume infused. Unable to download event log since our pc's upgraded to windows 10. Also alarmed error 2111 when door opened in workshop. I have been to the department which reported the device, the nurse involved with the patient was not in today, but her colleagues have answered the questions as follows. The patient did not suffer any adverse effects from the failure of the device. Chemotherapy was the procedure been carried out at the time. There was a small delay while another pump was obtained and set up, I am told there was about 15-30 minutes total delay."